Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code is unknown for this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, whose height and weight are unknown. The consumer is a c6-c7 quadriplegic and is totally dependent on a power chair for mobility. Medication regimen is unknown. The consumers/caregivers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges the chair has brackets that are twisting/coming off. The consumer has contacted a dealer for repairs. No injury alleged.